Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had prime/fill anomaly. The customer¿s blood glucose was unknown at the time of the incident. It was reported that insulin continued to drip after letting go of the act button during prime. It was reported that the insulin pump was not dropped nor exposed to moisture. It was also reported that the customer did not hear the piston touch the reservoir. The insulin pump's history was reviewed and a compromised force sensor system alarm was found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.